Event description:
On 12/11/92, pt presented with intractable pelvic pain and endometriosis. She had an exploratory laparotomy, total abdominal hysterectomy, and bilateral salpingo oophorectomy and appendectomy. This was closed with a running 4-0 vicryl suture, and the skin was re-approximated with staples and strips. On 11/9/93, she had an excision and re-suture of an abdominal wound. Dr excised her wound and closed this with suture on the rectus fascia. The superficial fascia was closed with interrupted plain gut, and the skin was closed with interrupted nylon sutures. On 5/19/94, dr performed an open laparoscopy for lysis of adhesions and fulguration of endometriosis. He found dense bowel adhesions to the anterior peritoneal surface running along her prior vertical incision. This one question of a spot of endometriosis on the anterior peritoneal surface. On 8/17/94, she presented to dr for excision of a granuloma of the left upper extremity following placement of a test piece of vicryl. It was closed with 5 nylon sutures. On 10/19/94, she had excision and suturing of her abdominal wall by dr. She had a bacteriology result from 3/2/95 from her abdominal wound which grew out abundant staph aureus with the usual sensitivities. The pathology report from 8/4/93 showed skin and soft tissue of her abdomen with dermal fibrosis with foreign body giant cell reaction to foreign material consistent with suture granuloma. The operation on 11/9/93, the pathology showed scar tissue. The operation on 2/25/94 showed mild perivascular lymphocytic infiltration with scattered neutrophils on her arm. The suture granulomas found on 8/17/94. On 10/19/94, there was polarizable bodies and bacterial colonies and fragments consistent with suture. On exam, she has a lower midline scar which is a bit hypertrophic with several small ulcerations. There is no gross evidence of infection. As of 1/9/96, pt's small open areas along the midline incision. She mentioned that there was a thread which she pulled out of one of these some time ago. She is upset about the fact that this may be a reaction to vicryl suture use some time ago and would like to get to the bottom of this.